Event description:
It was reported that during the implant procedure, the right ventricular (rv) lead was placed in the ventricle. A few positions within the ventricle were attempted; however, after exchanging a stylet a few times, a stylet would no longer pass down the lumen of the lead. The lead was not implanted and another lead was used. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the full lead was returned. Analysis was performed and no anomalies were found. A stylet passes through lead with no anomalies. (B)(4).